Manufacturer narrative:
Full e1 facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a distal end burn. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is presumed that this incident occurred because the high-frequency treatment device was used without sufficient distance from the tip. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.